Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose while using the ilet, with the device only powering on when placed on the charger and the user intentionally shutting the device down when seeing a downward glucose trend due to prior adverse experiences with hypoglycemia. Symptoms included hypoglycemia down to 51 mg/dl without loss of consciousness, requiring oral glucose and with device low and urgent low alerts reported. Outcomes included no need for assistance from others and no professional medical intervention or hospitalization. Investigation included troubleshooting and education regarding ilet behavior, including that insulin delivery suspends for predicted lows and that charging is required to power the device back on. Investigation of this case revealed that the cause of hypoglycemia was unclear, with user-driven shutdown of the device noted and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.